Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concurrent conditions included overweight, nausea, vomiting and endometriosis. Concomitant products included drospirenone + ethinylestradiol (ocella). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), blood loss anaemia ("other injury(ies) or complication please describe: anemia sit excessive blood loss"), back pain ("lower back pain") and arthralgia ("left hip socket area") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, weight increased, back pain and arthralgia outcome was unknown and the dyspareunia and blood loss anaemia had resolved. The reporter considered arthralgia, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the device was in good position with 2 trailing coils on the rt side. A similar fashion was used on the opposite side with 4 trailing coils on the l side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, dysmenorrhea, dyspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received. Essure lot number added. Product indication updated. Race added. Essure explant date added. Following events were added: abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: anemia sit excessive blood loss, lower back pain and left hip socket area. Previously reported event injury was updated to pain. Event outcome added for: dyspareunia (painful sexual intercourse) and other injury(ies) or complication please describe: anemia sit excessive blood loss. Concomitant drug, lab data and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concurrent conditions included overweight, nausea, vomiting and endometriosis. Concomitant products included drospirenone + ethinylestradiol (ocella). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), blood loss anaemia ("other injury(ies) or complication please describe: anemia sit excessive blood loss"), back pain ("lower back pain") and arthralgia ("left hip socket area") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, weight increased, back pain and arthralgia outcome was unknown and the dyspareunia and blood loss anaemia had resolved. The reporter considered arthralgia, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the device was in good position with 2 trailing coils on the rt side. A similar fashion was used on the opposite side with 4 trailing coils on the l side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on 21-mar-2014: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, dysmenorrhea, dyspareunia and menorrhagia. Lot number: a63340 manufacture date: 2012-10 expiration date: 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.